Event description:
Smart ez [se0175-250; lot unknown] filled with vancomycin 1.25 g in 0.9% sodium chloride 250 ml and smart ez [se0200-100; lot unknown] filled with cefepime 2 g in 0.9% sodium chloride 100 ml is slow flow and then stopped flowing. Patient called on-call service and patient flushed line and reattached smart ez pumps. Both medications infused.